Event description:
Information received by medtronic stated that the insulin pump screen was cloudy and also it was hard to read. Customer stated that the pump had rejected new batteries and pump often gives random insulin delivery stopped alarms. Customer stated that the pump takes longer to rewind and has squirted insulin a couple of time. No harm was required during medical intervention. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.